Manufacturer narrative:
H3: product analysis:there was contamination on the trace pads and cuff balloon upon return. Small voids were observed in the trace pads and ink traces (underneath the adhesive). Resistance from end to end shall be less than 200 ohms and the actual measurements were 12 ohms (blue), 8.5 ohms (blue with white stripe), 9.6 ohms (red), and 8.6 ohms (red with white stripe) which all electrodes were in specification. The device to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive noise during the noise test. There was no intermittent behavior while manipulating the traces, wires, or connectors. For further analysis, excessive force was needed to insert/remove the connectors into/from the patient interface so the inside diameter of each connector pin was measured which shall be 0.059 ± 0.005 inches. The largest pin gage that could fit was 0.058 inches for all 4 pins which was in specification. The complaint was not confirmed; no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroid surgery, no signal was displayed when monitoring nerves, but the device showed that the connection was normal, and the cause of muscle relaxation had been ruled out. No other tubes were used subsequently during the surgery. The device was used for the first time. The procedure was extended up to 15 minutes. There was no patient impact in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.